Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had to change sensor due to changing insulin pump because of audio issue. Customer¿s blood glucose level was unknown. Customer also reported that they insulin pump had received this alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm in the history. Customer stated that they perform a displacement verification test and self test and the test was passed in the history. Troubleshooting was performed. Insulin pump will not be returned for analysis.